Event description:
On (B)(6) 2011, pt reported she went to the hospital for ketoacidosis because she had to insert her infusion set cannula by hand and it caused the cannula to bend. Pt stated the incident occurred (B)(6) 2011. Pt reported her husband attempted to wake her up that morning and was having a difficult time waking her. Pt stated her husband called the ambulance. Pt reported she was vomiting the day prior due to a virus; not due to her diabetes. Pt stated the ambulance took her to the hospital and was admitted. Pt reported when they tested her blood glucose level it was over 1000 mg/dl. Pt's normal blood glucose range is 100-250 mg/dl. Pt stated they tested her blood glucose level with a blood test and then started her on an insulin drip. Pt reported they took her off of the infusion device for the first few days. Pt stated when her blood glucose levels started to regulate, they put her back on the infusion device. Pt reported when they had her to restart pump therapy, she noticed the bent cannula when she was changing her infusion site. Pt no longer has the alleged infusion set. Pt reported her blood glucose levels have returned to normal range. Sending insertion assist device; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.